Event description:
Patient reported right side capsular contracture baker grade unknown. Device has been explanted and replaced with non allergan.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d2.b.

Event description:
Patient reported right side capsular contracture baker grade unknown. Device has been explanted and replaced with non allergan.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted and replaced with non allergan.

Manufacturer narrative:
Updated device information confirms, that the device associated with this complaint is not PMA approved. And is no longer considered reportable to the FDA.

Event description:
Updated device information confirms, that the device associated with this complaint is not PMA approved. And is no longer considered reportable to the FDA.